Event description:
Philips received a complaint on the patient information center ix indicating the system alarm has no audio. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no audio. The fse provided the customer replacement device speakers to resolve their issue. The philips field service engineer followed up with the customers and confirmed the device is working.